Event description:
The customer reported that alarms sounds from surveillance not heard/seen on the client. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.